Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal did not cut tissue and "disintegrated" during use. A fragment fell inside of the patient and was not retrieved. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and the complaint was not confirmed by failure analysis. The instrument was returned with a missing integrated cord. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No errors were found in the logs. Additionally, the instrument was found to have the jaw cover torn. The tears measured roughly 0.1315" x 0.0910". The jaw cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. There were no signs of thermal damage present at the end of any tears.